Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: 2018-05-16 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (30 mg/ml at 11.694 mg/day) and marcaine (7.5 mg/ml at 2.9234 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the physician aspirated the catheter and the cerebrospinal fluid flow was slow. While it was present, it was slow and the physician thought it would be best to replace the catheter. The catheter was replaced on (B)(6) 2018. The old catheter was discarded and would not be returned for analysis. No patient symptoms were reported. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-may-21. It was reported that the cause of the slow csf flow was unknown. No further complication were reported.